Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient experienced a coronary sinus dissection caused by an attempted implant of the left ventricular (lv) lead. The lead was not used, and pending thoracotomy and lv lead placement is planned. No further patient complications have been reported as a result of this event.